Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine(1.875 mg/day,15 mg/ml) and fentanyl(500.1 mcg/day, 4000 mcg/ml) and via an implantable infusion pump for the treatment of spinal pain and failed back surgery syndrome. It was reported that there was an error. The patient saw code on personal therapy manager (ptm) and went to office for a refill on (B)(6) 2018. It was confirmed that motor stall occurred on (B)(6) 2018 at 10:23 am. The pump was updated during refill but was still in motor stall. There was no environmental/external/patient factors that may have led or contributed to the issue. The patient would be scheduled for a replacement and surgery had been planned. The issue was not resolved and patient status was alive with no injury at the time of the report. Additional information received from the representative indicated that the pump would be replaced on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4) , found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shafts of gear two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. Per the event logs the motor stall occurred (B)(6) 2018 and recovered (B)(6) 2018. On (B)(6) 2018 the pump was replaced.